Manufacturer narrative:
H11: h2: additional information on: b5. H3, h6: the reported devices were received for evaluation. A visual inspection revealed they were returned together without any original packaging. Device one is fractured at the distal tip. The fractured piece was not returned. Device two is fractured approximately three threads from the proximal end. The fractured piece(s) were not returned. Bio debris is present. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specification, found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. The root cause has been associated with unintended use of the device. Factors that could have contributed to the failure include force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that, during an acl revision, when fixing the patellar graft, one unit (1) of the biosure screw broke at the end, then another unit (1) of the biosure screw broke in half. The screw was partially removed since part of the device was fixing the graft. Surgery was completed with a back-up device instead. There was a delay of 10 minutes, and no further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during an acl revision, when fixing the patellar graft, one unit (1) of the biosure screw broke at the end, then another unit (1) of the biosure screw broke in half. The screw was partially removed. Surgery was completed with a back-up device instead. There was a delay of 10 minutes, and no further complications were reported.